Manufacturer narrative:
The pump was received with a severely scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a scratched reservoir tube window. They were unable to verify the operating currents including low battery, off no power, or battery out off limit alarm due to the severely scratched display window.

Event description:
The customer reported via phone call that the face of the insulin pump was scratched up and he could hardly read the numbers. Customer stated that he wore a knife in the same pocket as the pump and the knife scratched the screen. Customer stated that he received a battery out limit alarm in the middle of the night but he did not receive a low battery alarm. Customer stated that it happened twice in a week. Customer change out the battery and the issue has not happened since. Customer declined troubleshooting for the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.